Event description:
It was reported that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity and end of service. The explanted lead was discarded but the explanted generator was returned to the manufacturer for analysis. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The damage to the header was most likely explant procedure related. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. The available programming and diagnostic history did not contain any diagnostic results showing high impedance. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.